Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, the patient experienced unspecified major skin problems and unspecified discharge at the stoma site. On (B)(6) 2025, the patient's stoma site was wet and fluid coming out of the stoma / tube. On (B)(6) 2025, the patient's nurse reported that the patient was hospitalized for a stoma site infection. The peg and j tubes were removed and a naso-jejunal tube was placed until new tubes can be placed. There was a suspicion of a fistula with no information on the location. The patient is on strict fasting and is receiving parenteral nutrition via central line.

Manufacturer narrative:
Additional information received on 06 feb 2026: additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 06 feb 2026: the patient experienced skin problems described as slight inflammation in the peri stoma zone and was treated with topical flammazine ointment. It was reported that an infection did not occur.